Event description:
It was reported during a laproscopic cholecystectomy while using a 355ld trocar the blade wouldn't activate. An additional trocar was opened and the case was completed without incident. There was no consequence to the pt.

Manufacturer narrative:
Endopath dilating tip trocar: based upon the inquiry info rec'd, visual examination and functional test, it was confirmed that the reported incident during surgery occurred. The device was examined and would not arm as received. The obturators handle weld was measured and found not to be skewed. The instrument was disassembled and found that the handle had flash which would not allow the reset button to come down correctly.